Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Pt reported the freedom pump (serial number and expiration date: not provided) he has been using for over a year had issues during his last infusion. When he was changing the syringe in the pump the wind knob became difficult to turn and back tab would not lock. He was able to complete infusion with the pump. Pharmacy to replace pump. Pump return box sent to pt for return of pump associated with event. No missed dose or adverse event(s) reported due to product issue. No further info provided. Reported to (B)(6) by: patient/caregiver.